Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and was given a glass of juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor was restored to storage state and activate with known good reader to receive first 5 ble (bluetooth low energy) packets. First 5 ble packets were not successfully received with the blc count and rssi (received signal strength indicator) are not present for all packets. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issue was observed. Returned sensor was reprogrammed to sensor state 1(storage state) and activated with a known good reader to receive first 5 ble packets. Waited for few minutes and observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. The blc count and rssi (received signal strength indicator) were present for all packets. The presence of all alarms for glucose value within the specifications and generation of bluetooth packets indicate that there is no alarm issue with the returned sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung fm-202f, os 11, app version 3.5.1.10363. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and was given a glass of juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 8 with event log 132 is an indication that the sensor had terminated due to an error recognized by the sensor. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor was restored to storage state and activate with known good reader to receive first 5 ble (bluetooth low energy) packets. First 5 ble packets were not successfully received with the blc count and rssi (received signal strength indicator) are not present for all packets. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issue was observed. Data was successfully extracted from the returned sensor using approve software. Returned sensor was reprogrammed to sensor state 1(storage state). Sensor was scanned and activated with a known good reader to receive first 5 ble packets. Waited for few minutes and observed that there was no disruption in the ble connection between the devices. The reader was connected to software and 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. The presence of all alarms for glucose value within the specifications and generation of bluetooth packets indicate that there is no alarm issue with the returned sensor. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung fm-202f, os 11, app version 3.5.1.10363. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and was given a glass of juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.